Event description:
On may 24, 2007, police officer called and stated that approximately 2 weeks prior the fire department responded to a call from a home concerning a non breathing older adult male. The pads were "hooked up" to the defibrillator (medtronic, life pac 500) and did not work. The paramedics arrived with a unidentified defibrillator and achieved a heart rhythm on the pt. The pt was then transported to the hospital. The pt later expired. Officer was informed that the pads are not compatible with that medtronic unit. In addition, he was informed that expiration date of the pads with lot # 290907 was july 2006. Police officer looked at the package and indicated, he had read the use by date of 2006-07 as being good through 2006 and 2007. MFR has no first hand knowledge of the allegations, but is relaying the info received from outside sources pursuant to federal regulations. Product incident documented in MFR.

Manufacturer narrative:
Sample has been requested, but not yet received.